Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a common femoral artery was attempted with six proglide devices with a 6f sheath, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the plunger was removed on all six proglide devices. The sutures of two new proglide devices were successfully pre-placed using the pre-close technique. The tavr procedure was completed and the successfully pre-placed sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.